Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the pt was implanted a sulox-head 28 l 12/14 on an unk side, on (B)(6) 2010. On (B)(6) 2014, the pt fell on the floor. He was revised on an unk date due to pain.